Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator 1 (usm1) blinking yellow. Initial troubleshooting steps included restarting the system, re-draping, and using clutch buttons, but these did not resolve the issue. Tse advised performing a hard power cycle on the patient cart, but this was not done at the time. System logs indicated errors pointing to usm1, suggesting a potential issue with carriage sensors. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully without any harm to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The usm 1 was analyzed and during visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode triggering error 1126. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test failed pointing to the rolling loop and the parallelogram. Once testing was completed, fibers were further tested, and it was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the rolling loop and parallelogram assembly's within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).